Event description:
On 11/7/1996, a 73 year old male pt was implanted with a single-lead atrial synchronous ventricular pacemaker system. On 10/13/1998, the MFR received a report, from another manufacturer's sales rep, that the above mentioned pt presented with intermittent capture. A pt follow-up office visit was scheduled. Upon the scheduled office visit the pts pacemaker was found to be in elective replacement indicator (eri). Physician stated that at initial pacemaker procedure the pt became combative and presented with violent activity. The physician programmed the pacemaker system to a high voltage output. On 10/22/1998, the physician elected to explant the pacemaker and found the pts a-v lead had migrated. Physician believes the a-v lead had dislodged or migrated early in the systems life. The lead was tested and found to be working fine. The physician was unable to reposition the lead as it had fibrous in place. On 10/22/1998, the pacemaker was explanted and lead capped off and another manufacturer's pacemaker system was implanted. Physician noted that failure of initial system was unrelated to device or lead performance. Complication was resolved.